Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (native mitral annulus area was too large for a 29mm sapien 3 resllia valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
During a tmvr using a 29mm s3ur valve via transseptal approach, the patient's native mitral annuls was noted as too large to implant a valve alone, and for that reason, the day before the tmvi, a mitraclip was implanted to "cinch down the patient's native mitral valve". When this was done, the patient's mvmg increased to 10mmhg. The operator decided to remove the mitraclip and bring the patient back the next day for a salvage case. The next day the patient was brought back to the cath lab/hybrid room. The operator proceeded to implant a mitraclip, followed by the operator perforating the trigomes of the patient's mitral valve to place two plugs, hoping this would create friction against the s3ur. A 29mm s3ur was then implanted into the native mitral annulus. Almost immediately the valve began to migrate atrial, causing a leak through the top cells of the valve. Therefore, a 2nd 29mm s3ur was implanted inside of the first s3ur in a more ventricular position. Upon removal of the commander, both valves embolized into the left atrium. The implanter did not allege a device malfunction of the commander and stated, "if removing the delivery system was all it took to dislodge the valves, then the anatomy was too large for those valves to stay in the right position long term." The two embolized valves were then secured against the atrial septum using a large asd occluder plug. There were no withdrawal difficulties. This patient was not a surgical candidate, so it was determined that the embolized valves would remain secured within the left atrium (la) and not surgically removed (as would normally be the case). This was a known salvage procedure in hopes of allowing the patient more time with family. The patient was last reported as "feeling good" post-procedure despite the issues reported with this procedure. There was no gradient reported at the time of this report.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).